Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient felt strange, so he drank orange juice and later called 911 to seek help from paramedics. Emergency medical service provided the patient with food and an unspecified IV then left after the patient was stabilized. The cgm was reading 134 mg/dl and the blood glucose reading was 41 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.